Event description:
(B)(4) was notified by a company representative. Detailed description of the complaint "the first time used, smoke appeared at the connection between bipolar cable and probe, outside the patient". Device will be returned. Patient was present when the issue occurred. No illness / injury were report and there were no delays in the procedure which put the patient at risk. Procedure was completed. No lot number was given. Device has not been returned as of 05/26/2016. At this time, we are unable to determine purchase date or age of the device. (B)(4) will analyze the device when and / if the device is received. Initial reporter has been contacted twice, via email, in efforts to gather required information. (B)(4) has not received a response as of 05/26/2016. (B)(4) considers this matter closed, however, in the event the device / additional information is received, (B)(4) wil provide manufacturer with information.